Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device shows signs of extensive use. A functional evaluation was performed on the device and could not confirm the stated failure mode. The device functions as intended. The dimensional evaluation of the returned complaint part in question exhibit signs of significant wear/usage. Nothing stands out visually that would indicate anything broken. The device mate together correctly with no issues - no other parts were returned for evaluation. Wear/usage over time may have caused the composite material to wear in certain areas after multiple uses over the years. No other determination can be made based on the parts and description received. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the drill guide handle and the drill guide 130 degree drop did not align very well with the distal screw hole on a short nail. No surgical delay or injury were reported in the case. The procedure was finished using a smith and nephew back up device.